Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged from 144-289 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.